Event description:
It was reported that the customer was hospitalized for high blood glucose of 494mg/dl. It was stated that the infusion set and the insulin pump were not connected to her body prior her admission and caused the glucose level to rise. The mother stated that the cannula was bent. The caller stated that her daughter does not know how to insert the infusion set without the setter, and her hospitalization was not device related. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.